Event description:
The customer called philips to obtain part information and order a battery due to a malfunction of the battery. It was reported that the battery was not holding a charge. There was reportedly no patient involvement.